Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon evaluation, there was contamination inside the charger, which damaged the charger's pc board. The cause of the problem is the contamination. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unk contaminant. No adverse event resulted from the contaminated charger.

Event description:
A (B)(6) male pt contacted zoll customer support to report an error message on his charger/modem. The pt was issued a replacement charger/modem.